Event description:
The initial reporter received questionable elecsys vitamin b12 ii results for one patient tested on a cobas 8000 e 801 module. The patient's initial vitamin b12 result was reported to the partner laboratory. The partner laboratory questioned the reported vitamin b12 result, and the customer performed repeat testing with the patient's sample. On (B)(6) 2022, the patient's initial vitamin b12 result was 100 pg/ml with a data flag. On (B)(6) 2022, the patient's repeat vitamin b12 result was 379 pg/ml. The vitamin b12 reagent lot number was 58456701 with an expiration date of 31-may-2023.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc data. Based on the provided data, a general reagent issue could be excluded. The investigation is ongoing.

Manufacturer narrative:
The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the customer's system alarm trace and found sample short alarms, sample foam detection alarms, and sample clot alarms. The images from the system sample foam detection camera were requested but not provided. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.